Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced increased pain. The pump was explanted on (B)(6) 2018.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluaton determined the pump primed and flowed within specification. There was no issue found with the pump.